Event description:
It was reported that the patient was feeling dizzy and was seen at the physician's office. It was found that the device reached elective replacement indicator due to possible premature battery depletion. The patient became nervous and the device change out was done the next day. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092 lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.